Event description:
Still practicing faulty test; a doctor referred me to this testing center for a free covid test because I was in contact with a confirmed positive case. I waited days for results only to find out this lab isn't supposed to be providing tests per FDA guidelines. I wanted to let you all know they are still very much in business all over (B)(6). FDA safety report ID# (B)(4).